Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 597 mg/dl at the time of the event. The customer was treated with a manual injection and insulin pump. The customer experienced symptoms of weak and dehydrated. Troubleshooting was performed and found that the customer got assistance with the pump programming and the customer stated that they were using the insulin pump within 48 hrs. Of the reported high blood glucose event. It was also found that the auto mode feature was active at the time of the event. The customer was advised to always complete the rewind before connecting back to the infusion set, the customer stated the insulin was not exited at the quick release.  No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.